Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient developed angina. The index procedure treated two target lesions. Target lesion one was a 3.0x32mm, 95% stenosed lesion of the proximal rca (right coronary artery) extending into the mid rca. Target lesion one was treated with predilation, placement of a 3.0x38mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Target lesion two was a 2.8x24mm, 80% stenosed lesion of the mid lad (left anterior descending). Target lesion two was treated with predilation, placement of a 2.75x32mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. The patient was discharged one day post procedure on aspirin and prasugrel. The patient returned 15 days post procedure and was admitted due to recurrent angina. Cardiac enzymes and ECG were negative and cardiac catheterization was performed. The proximal lad was found to have a patent stent and 70-75% stenosis proximal to the previously placed stent. Treatment consisted of direct stenting using a 3.0x12mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged one day post reintervention on aspirin and prasugrel.